Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and device dislocation ('migration of essure device: right cornu') in a female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, blood pressure high, kidney stones and gestational diabetes. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), vaginal haemorrhage ("vaginal bleeding") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hysterectomy (full) and right coil removed and hysterectomy (uterus and cervix removed) (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and hypersensitivity had resolved and the device dislocation, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were 3 trailing coils in right side and 2 in left side. She received treatment for menorrhagia (heavy menstrual bleeding), vaginal bleeding, device migration, mental anguish, depression, pelvic pain. Plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and mr received: lot number was added. Previously reported event psych injuries was replaced with specific event depression. New events added - vaginal bleeding, device migration, mental anguish. Patient's demographic details and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and device dislocation ('migration of essure device: right cornu') in a female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, blood pressure high, kidney stones and gestational diabetes. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), vaginal haemorrhage ("vaginal bleeding") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hysterectomy (full) and right coil removed and hysterectomy (uterus and cervix removed) (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and hypersensitivity had resolved and the device dislocation, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were 3 trailing coils in right side and 2 in left side. She received treatment for menorrhagia (heavy menstrual bleeding), vaginal bleeding, device migration, mental anguish, depression, pelvic pain. Plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 12265854; manufacture date: 2004-06; expiration date: 2005-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain / pelvic pain") and device dislocation ("migration of essure device: right cornu") in an adult female patient who had essure (ess205) inserted (lot no. 12265854) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dyspareunia on (B)(6) 2015, acute vaginitis, dysuria, dysmenorrhea, abdominal pain, urinary incontinence, pelvic pain, restless leg syndrome, uric acid abnormal, nephrolithiasis, thyroid cyst, sleep apnea, kidney stones, hypertension, chronic obstructive lung disease, cholecystitis, calculus of kidney, attention deficit disorder, flank pain, vomiting, nose congestion, cough, gestational diabetes, kidney stones, blood pressure high and asthma. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005 she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), vaginal haemorrhage ("vaginal bleeding") and anxiety ("mental anguish"). Essure (ess205) was removed on (B)(6) 2009. An unknown time later she experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), post procedural complication ("post procedural complication"), intermenstrual bleeding ("metrorrhagia"), rash ("rash/skin condition") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full) and right coil removed and hysterectomy (uterus and cervix removed) (B)(6) 2009). At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding and hypersensitivity had resolved. The outcomes for device dislocation, depression, vaginal haemorrhage, anxiety, post procedural complication, intermenstrual bleeding, rash and urinary tract infection were unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, pelvic pain, post procedural complication, rash, urinary tract infection and vaginal haemorrhage to be related to essure (ess205) administration. The reporter commented: there were 3 trailing coils in right side and 2 in left side. She received treatment for menorrhagia (heavy menstrual bleeding), vaginal bleeding, device migration, mental anguish, depression, pelvic pain. Plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): essure device was successfully occluded lot number: 12265854 manufacture date: 2004-06 expiration date: 2005-11. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 20-nov-2023: reporters,patient information,medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and device dislocation ('migration of essure device: right cornu') in a female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, blood pressure high, kidney stones, gestational diabetes, cough, nose congestion, vomiting, flank pain, attention deficit disorder and calculus of kidney. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), vaginal haemorrhage ("vaginal bleeding") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), post procedural complication ("post procedural complication"), metrorrhagia ("metrorrhagia"), rash ("rash/skin condition") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full) and right coil removed and hysterectomy (uterus and cervix removed) (B)(6)2009). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and hypersensitivity had resolved and the device dislocation, depression, vaginal haemorrhage, anxiety, post procedural complication, metrorrhagia, rash and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, rash, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were 3 trailing coils in right side and 2 in left side. She received treatment for menorrhagia (heavy menstrual bleeding), vaginal bleeding, device migration, mental anguish, depression, pelvic pain. Plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 12265854 manufacture date: 2004-06. Expiration date: 2005-11. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- uti, rash, metrorrhagia, post procedural complication. Reporter added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: other") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, hypersensitivity, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Essure indication updated. Essure removal date added. Events-abdominal pain, menorrhagia (heavy menstrual bleeding), allergy: other and psych injury were added. Event outcome updated for: pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.